Event description:
A user facility reported that, during intraocular lens (iol) implant surgery, it was observed that the lens was defective and that a posterior capsule tear occurred. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There are no other complaints reported in the lot. Additional information has been requested. A completed questionnaire has not been received. (B)(4).